Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06-mar-2019 with the following findings: device evaluation: on investigation, the audio bolus button was inoperable, and the battery compartment was noted to be cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed issue. This report is made based on results of investigation completed on (B)(6) 2019.